Manufacturer narrative:
(B)(4). Date sent: 09/26/2025. D4: batch #unk. A manufacturing record evaluation was performed for the finished device ats45 with lot number 602d97; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler could not be fired properly as it could not be pushed through after closing. There was a cracking noise during firing. Upon opening, only parts of the staple line were correctly placed, and the tissue wasn't completely separated. Furthermore, a second stapler had to be used for resection, meaning more tissue was removed than necessary. The procedure was completed with a delay of 10 minutes. There was no patient consequence reported. No additional information provided.